Event description:
Customer called to report leak past o-rings. Contact noticed leak after the reservoir was removed from pump. Customer was able to use reservoir for 3 days. Contact stated blood glucose were ok through set change period.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.